Event description:
The patient reported charging issues between the implant and the external equipment. An advance bionics representative performed device evaluation. The problem was confirmed. An explant surgery has been recommended.